Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that on (B)(6) 2014 he woke up at 2:00 am with a blood glucose of 471 mg/dl. He treated with a correction, but half an hour later his blood glucose was 479 mg/dl. After another half hour, his blood glucose was 389 mg/dl. A half hour after that, it was 502 mg/dl. Customer was over 600 mg/dl for the rest of the day. He experienced vomiting and dehydration. He went to the hospital and his blood glucose was over 380 mg/dl when admitted. He was treated with an IV drip. Eventually it got down to 92 mg/dl and he was put back on the insulin pump. After two hours he was up to 220 mg/dl, and eventually went up to around 350 mg/dl. The doctor disconnected customer from the device again was put on the drip until he was down to 98 mg/dl. Customer was put back on the device and he adjusted his basal rates, but his blood glucose was still rising. The device's time, date, and settings were correct. Customer's call was then disconnected. He could not be reached after that.